Manufacturer narrative:
Smith and nephew complaints team have now concluded the complaint investigation. The device was returned for evaluation at smith and nephew service center, a visual inspection was conducted and found no defects. The functional evaluation confirmed that this unit was unable to be switched on and could not be charged. The investigation found that the rechargeable battery was defective, this was replaced and a subsequent test proved the device functioned correctly. The root cause has been established as battery failure. A review of the device history record review showed there were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution.

Event description:
It was reported during treatment that the battery could not be recharged anymore. No patient harm reported. No information about delay. Back up available.